Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed tamper seal was missing. During functional check, the reported complaint was duplicated. It was also noted during visual inspection that the downstream sensor seal was bubbled. Recommended replacing latch lock due to the multiple alarms found in event history log. However, root cause is unknown. Replaced downstream sensor seal, latch lock and latch lock flex. The latch lock optic flex issue is under investigation by non-conforming report.

Event description:
It was reported that there was a bubbled downstream sensor seal during testing. No patient injury reported.